Event description:
The user called reporting that six bags they ran overdelivered by 10%. This was determined by weighing the final container of solution. There were no alarm conditions and no pt involvement. The unit will be returned for eval.